Event description:
As reported, the indicator of a 6/7f mynx control vascular closure device (vcd) did not change and the device came out of the body. There was no reported patient injury. The device was used for hemostasis after an endovascular thrombectomy. Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2522601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.